Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and two hours after the start of the procedure, reverse blood from the hemostatic valve of the vizigo sheath was confirmed. The vizigo sheath was not replaced. The procedure was successfully completed. The hemostatic valve was not dislodged into the hub. The hemostatic valve itself was not damaged. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no air entered the patient¿s body. Blood return was observed, and a few drops of blood was lost. The exact amount is unknown. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history review was performed for the finished device number lot 60000344 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. No issues pertaining to leakage were observed. Therefore, the complaint could not be confirmed. The hemostatic valve leak issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following warning: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: the correct and full UDI has been provided on the initial report. Therefore, no supplemental report pertaining to a full UDI will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and two hours after the start of the procedure, reverse blood from the hemostatic valve of the vizigo sheath was confirmed. The vizigo sheath was not replaced. The procedure was successfully completed. The hemostatic valve was not dislodged into the hub. The hemostatic valve itself was not damaged. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no air entered the patient¿s body. Blood return was observed, and a few drops of blood was lost. The exact amount is unknown. No adverse patient consequence was reported.